Manufacturer narrative:
H3 analysis of the returned recharger revealed device is unresponsive. Dut does not response to a button press hard reset. When placed on the dock, dut does not charge, only draws 23 ua, and battery leds continuously cycle. "This report is being submitted as part of remediation activities associated with CAPA # 643143, which is addressing MDR reporting guidance from fdas 1995 preamble, which ensures complaints related to corrections and recalls which were previously reported to FDA under 21 cfr 806 are now reported as mdrs; this is not a new malfunction/event." Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a manufacturer¿s representative (rep) regarding a wr (wireless recharger) for use with an implanted neurostimulator (ins) for gastrointestinal /pelvic floor therapy it was reported that a new out-of-box wireless recharger (wr) will not come out of shipping mode. The green battery level lights just keep scrolling. Rep tried to reset wr but it would not do a reset. The issue was not resolved through troubleshooting. The caller was warm transferred to customer service for replacement. No patient was involved.